Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost therapy due to ipg being inoperable. As such, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates that surgical intervention took place where in the ipg was explanted and replaced with a new ipg to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.